Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A label review for the product family will be performed. If any relevant information is obtained from that review, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) reconnected the solution bag to the final line during dwell 4 of 4 in order to complete the last fill. The technical service representative (tsr) explained to the hp to never reconnect solution bags during therapy. The tsr assisted the hp to end the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.